Event description:
It was reported by svc report that there was a crack in the base tube and there were exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Weld between caster mount and right base tube.